Event description:
Account reported that head end hi/lo is drifting down slowly. Bed located in basement and no impact reported.

Manufacturer narrative:
Tech replaced trend valve which resolved the issue.